Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a miar cannula, the customer reported that the product was out of the package. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the device was not missing from the packaging. The tip sheath had come off the cannula, and the introducer needle was protruding through the pouch. There was damage to the packaging, and the sterile seal was not intact.